Event description:
It was reported that pump experienced malfunction with code 16, and no events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if issue occurred again; caller confirmed understanding.